Manufacturer narrative:
Result: footboard modules.

Event description:
It was reported by service report that the footboard modules were cracked and broken. No patient involvement or adverse consequences are reported.